Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
While opening the implant packaging, it was found that the locking ring in the cup was bent.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. The locking ring was returned bent inside the acetabular cup. DHR was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.